Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged connector and false asystole events) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. . No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a (B)(6) patient's monitor had a damaged connector and that it was recording false asystole events.

Event description:
A us distributor reported that a french patient's monitor had a damaged connector and that it was recording false asystole events. The french patient's electrode belt was returned to zoll manufacturing corporation. The electrode belt was recording false asystole events.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged connector and false asystole events) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged wires and false asystole event) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.